Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 580 mg/dl extreme drowsiness and difficulty waking up associated with inaccurate delivery. Reportedly, the patient discontinued pump therapy and was treated at the hospital with insulin via the pump, insulin via injection, food/and or drink and intravenous (IV) fluid by their health care provider. It was also noted that the patient had a virus at the time. During trouble shooting with customer technical support (cts), it was revealed that the basal delivery totals did not match the active basal program. All the boluses were recorded as programmed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.